Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction but stopped between the superior vena cava (scv) and rv coil, so it was locked in place. Beginning with a spectranetics 14f glidelight laser sheath, advancement was only possible up to the subclavian vein, thus switched to a cook medical 11f evolution shortie with an outer sheath, but could only reach the innominate vein, so changed back to the 14f glidelight but stalled near the svc coil. A 16f glidelight was then used but only reached the middle of the svc coil. Changing to a cook medical 13f byrd sheath, the device crossed the svc coil, then switched back to use the 16f glidelight with the outer sheath. Advancement of the outer sheath continued to the mid rv coil; however, the 16f glidelight could not. Therefore, a cook medical 13f evolution, along with a cook medical steadysheath was utilized and made it down to the tip of the lead. With traction from the lld, the rv lead was freed, but the patient¿s blood pressure dropped. Rescue efforts began, including sternotomy. A perforation in the rv was discovered and repaired, and the patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.